Event description:
A report was received that a patient's entire system was explanted. The patient had lost weight, and the ipg was no longer comfortable. Weight loss was not device related. The patient is reportedly doing well following the explant procedure.